Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the tip of maryland bipolar forceps (mbf) instrument suddenly broke off. There was no report of fragment falling into the patient. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. For clarification, the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a .036 offset at the tips. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the grip cable location on the yaw pulley at the distal end. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. No cables or wires were damaged.